Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling system for the reported lot was performed and revealed no similar incidents for the reported contamination.the investigation was unable to determine a conclusive cause for the reported contamination. It is possible the contamination fibers occurred post procedure outside the anatomy by inadvertent mishandling; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: device status changed from yes to no.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional ht whisper guide wire device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left anterior descending artery and right coronary artery. Two whisper ms guide wires were used in the procedure and it was confirmed that no fluff/fabric was noted on the guide wires prior to entering the anatomy as it was prepped and inspected per the instructions for use. It was confirmed that the guide wires were not removed at any point during the procedure to be be wiped down. However, once removed out of the anatomy as the procedure was completed, fabric/fluff looking material was noted on both guide wires. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.